Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to a high pacing impedance which was suspected to be caused by a fracture. This lead is not expected to return. No additional adverse patient effects were reported.